Event description:
The customer reported that during the prior-to-use check, when the power to the device was turned on, the ¿check vent: oxygen device failed¿ alarm occurred. There was no patient involvement.

Manufacturer narrative:
Date of report: 28sep2018. Date of manufacturer: 24sep2018. (B)(4). The gas delivery system assembly was returned to philips for testing and no failure was identified.